Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service representative reported that after running the iabp for five days continuously in their workshop, a shutdown was reproduced. The service representative still troubleshooting the cause, and the parts needed to be replaced. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient use around midnight when using on ac power which is connected to the uninterruptible power supply (ups). After restart by the user, the iabp worked normally again and continued therapy on patient. Patient condition was not affected by this event. The iabp was used until another iabp was available for replacement. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient use around midnight when using on ac power which is connected to the uninterruptible power supply (ups). After restart by the user, the iabp worked normally again and continued therapy on patient. Patient condition was not affected by this event. The iabp was used until another iabp was available for replacement. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
To address the failure, the a getinge field service engineer (fse) replaced the on/off switch and ran the unit for two weeks after repair. The iabp unit operated normally with no shutdown. The unit was tested according to service protocol. All functional tests passed. The batteries failed the run-time test and were replaced. The fse completed a preventative maintenance of the iabp and cleared the unit for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient use around midnight when using on ac power which is connected to the uninterruptible power supply (ups). After restart by the user, the iabp worked normally again and continued therapy on patient. Patient condition was not affected by this event. The iabp was used until another iabp was available for replacement. No patient harm, serious injury or adverse event was reported.